Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Approximately 6 months ago, the patient's peg site became painfully irritated with wild skin and an unpleasant and unusual smell, which had worsened with time. On unknown dates, the patient had been treated with 3 different oral antibiotics with no improvement. On (B)(6) 2024, the peg tube was replaced with no improvement.